Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited intermittent impedance measurements with no conclusive evidence of a malfunction or inadequate lead-to-device connection; please refer to the description for more information regarding the specific circumstances of this event.

Event description:
It was reported that this pacemaker, implanted with another manufacturer's right ventricular (rv) lead, exhibited an alert for out of range pace impedance measurements. Boston scientific technical services (ts) discussed this may be related to the pacemaker-lead connection. Routine troubleshooting and reprogramming were suggested. The patient expected to be seen in clinic the following week. The device remains implanted at this time. No adverse patient effects were reported.